Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The customer was trying to set the time on the device by going into the menu when the screen became black. With trouble shooting and walking the customer through the menu steps, the image was restored. The device had the wrong time on screen, and they were trying to change it. They changed the input on the monitor by accident and turned on pip (picture in picture). There was no device malfunction.

Event description:
As reported for this event, the customer was trying to set the time on the device by going into the menu when the screen became black. There is no reported harm to any patient.